Event description:
A physician notified a bwi representative that a patient who had an uneventful afib procedure performed on (B)(6) 2012 had died of unknown causes on (B)(6) 2012. It was stated by the physician that he felt the demise was not due to the ablation procedure or device. Additional clarification provided by the physician stated that there was no evident bwi equipments malfunctioned during the procedure, all equipment appeared to be functioning properly. The physician also mentioned that the patient died after hospital discharge. An autopsy was performed and a finalized report has not been released, cause of death has been not been clearly established.

Manufacturer narrative:
Concomitant bwi products used during the procedure:carto 3 system,model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump,model #: m-5491-02,serial #: unkown.stockert rf generator,model #:m-5463-01,serial #: unkown, (B)(4)